Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was jammed onto the bushing. The prongs were not locked into the capsule and a kink was noticed in the control wire. The coil was kinked and was cut near the handle. The over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was being deployed onto tissue; however, the clip failed to release from the catheter. They had to cut the handle using a wirecutter to release the clip from the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code 758 relates to problem code 2906 for the reported issue of clip failed to release from the catheter. Mfg site name -(B)(4) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was being deployed onto tissue; however, the clip failed to release from the catheter. They had to cut the handle using a wirecutter to release the clip from the tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.